Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 447 mg/dl. The customer reported receiving the alarm auto off. The customer treated for the high blood glucose level with a bolus from the insulin pump and manual injections. The customer¿s blood glucose level was at 467 mg/dl, but took insulin. The customer did not troubleshoot the issues. The insulin pump will not be returned for analysis.